Event description:
Reporter alleged blood glucose measured 105 mg/dl at 8:45 am, however, had taken normal morning result at 6:30 am, reading not provided. Customer stated eating normal breakfast, taking normal medications, and then going for an 80 mile drive when having a car accident along the way at 10:10 am. It was stated customer took a glucose reading of 118 mg/dl immediately after the accident and stated having no high or low symptoms before or after the accident. Customer indicated the paramedics arrived soon afterwards, time unknown and measured customers glucose at 42 mg/dl. Reporter stated customer and a passenger were both taken to the hospital, however, testing and treatment from the paramedics or while at the hospital was not known. A request was made for the return of the suspect device and replacement product was sent.